Event description:
It was reported that a vial-mate reconstitution device leaked. This occurred during filling. The reporter stated the leakage appeared to originate from the white port of the adapter, at the very top of the clear plastic ring. There was no patient involvement. No additional information is available. This is report 13 of 20.

Manufacturer narrative:
(B)(4). Device manufacture dates: 9/11/13-9/17/13. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.